Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specification. Electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the right atrial (ra) lead took an unusual number of rotations to extend, then extended unexpectedly. This occurred with multiple attempts at positioning. It was also noted that after the lead was positioned there was far field r-wave (ffrw) oversensing. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.